Event description:
Caller states the patient tested 3.7 inr on the coaguchek system and 2.67 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.